Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead with high capture thresholds. It was also noted that both pacing and defibrillation impedances have more than doubled in value since implant. This lead was capped and replaced on (B)(6) 2019. This procedure was completed with no complications or adverse events before, during, or after procedure.